Event description:
It was reported that during cholecystectomy the clip came but when fed into the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.